Event description:
It was reported that the system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuse (f16) on the signal interface board and was evaluated and replaced. The high voltage cable was also replaced. The system was tested and found to be working as intended and returned to service.